Manufacturer narrative:
All available information was investigated, and the reported clip actuation issue of clip jumpiness was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated and based on information provided and the results of the returned device analysis, a cause for the reported clip actuation issue of clip jumpiness could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling. Na.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the clip jumping. It was reported that during preparation of the clip delivery system (cds), when attempting to close the clip, it would jump open. The device was not used and there was no patient involvement. There was no clinically significant delay to the intended procedure . No additional information was provided.